Event description:
Caller reports back to back results of 20 mg/dl on inform system #1 compared to results of 122 mg/dl on inform system #2. Caller reports quality controls were in range. No adverse event reported. Caller reports there are no strips to return; a replacement was sent.

Manufacturer narrative:
This medwatch is for the suspect device used in inform system #1.